Manufacturer narrative:
Concomitant medical products: product ID 978b128, lot# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022 other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4) ubd: 10-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the lead migrated out, it was no longer therapeutic.  A lead revision was completed and the issue was resolved.